Event description:
During a routine inspection, physio-control evaluated the device and found that it would not detect a therapy cable connection. Hence, the device was unable to provide a defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer a repair offer but the facility declined the service. A conclusive cause for the device failure could not be determined.